Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 1673 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 632024) for female sterilisation. The patient had a medical history of dyspareunia, pelvic pain, parity 1, obesity, asthma, anxiety and depression. Concurrent conditions were listed as dysmenorrhea, pelvic pain female, heavy periods, vitamin d deficiency and fatigue. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2241 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy. Cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2014: the uterus measures 97x5.3x6.4cm and contains a uterine fibroid measuring 30x28x29mn within the fundus essure device is seen extending approximately 2 cm into the interstitial portion of the endometrial canal, the endometrial thickness measures approximately 4 mm and contains slowly mobile echogenic debris approximately 14x 0,6 m within the distal endometrial canal, several nabothian cysts within the cervix both ovaries demonstrate normal color flow. The right ovary measures 3 3x17x22cm and has a normal appearance the left ovary measures 39x19x2,1m and has a normal appearance, mo adnexal masses, mo free pelvic fluid, impression I essure device is seen extending approximately 2 m into the interstitial portion of the endometrial canal with mobile debris measuring about 1 4x06cm within the distal endometrial canal 2, single discrete uterine fibroid measuring 30 cm, 3, 0varies have a normal appearance. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Lot number, medical history, concomitant conditions, reporter information and lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 632024) for female sterilisation. The patient had a medical history of dyspareunia, pelvic pain, parity 1, obesity, asthma, anxiety and depression. Concurrent conditions were listed as dysmenorrhea, pelvic pain female, heavy periods, vitamin d deficiency and fatigue. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 2241 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & bilateral salpingectomy. Cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2014: the uterus measures 97x5.3x6.4cm and contains a uterine fibroid measuring 30x28x29mn within the fundus essure device is seen extending approximately 2 cm into the interstitial portion of the endometrial canal, the endometrial thickness measures approximately 4 mm and contains slowly mobile echogenic debris approximately 14x 0,6 m within the distal endometrial canal, several nabothian cysts within the cervix both ovaries demonstrate normal color flow. The right ovary measures 3 3x17x22cm and has a normal appearance the left ovary measures 39x19x2,1m and has a normal appearance, mo adnexal masses, mo free pelvic fluid, impression I essure device is seen extending approximately 2 m into the interstitial portion of the endometrial canal with mobile debris measuring about 1 4x06cm within the distal endometrial canal 2, single discrete uterine fibroid measuring 30 cm, 3, 0varies have a normal appearance. Lot number: 632024. Manufacture date: 2009-05. Expiration date: 2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.